Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the pt was scheduled for a battery only replacement. Impedance was checked after new implant was placed in the pocket site. High impedance noted to electrode 1. Perimeters were increased to 2/300 with electrode 1 showing >4000 impedance. The hcp was notified. She wanted to procedure with battery only replacement and for programming adjustments accordingly. No external factors listed. No symptoms reported. The issue was resolved the time of this report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-28 ,lot# va0w50u, implanted:(B)(6) 2015, product type :lead, ubd: 27-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reports the cause of the high impedance was not determined. Impedance was rechecked during procedure, the patient programed well on program 1 @ 1.5 feeling vaginal stimulation. The issue of high impedance on electrode 1 was not resolved, but no further action will be taken.

Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.